Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's blood glucose has been in the 500 mg/dl range. The patient's insulin pump has had issues with no delivery alarms and an instance of a motor error alarm. Troubleshooting was declined. The customer was treating via manual insulin injection. No products were returned or replaced.